Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the area that the battery was implanted has been tender. Patient also stated it was low in the buttocks and it was uncomfortable when she sits. Patient wanted the battery moved to another location. The hcp does not suspect an infection as the site was not red or swollen. However suspects possible pulling from the sutures. There are no issues with therapy. Stimulation and recharging were going well. The patient has been referred for a pocket revision. Which is not yet scheduled.